Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visually examination of the returned product identified signs of repeated use with nicks and gouges. Additionally, the unit was identified as cracked. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a sterilization employee noticed that the black impactor tip was fractured after the sterilization cycle. There is no additional information available.

Manufacturer narrative:
(B)(4). G2- canada. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.